Manufacturer narrative:
The valve remains implanted. Investigation is ongoing.

Event description:
As reported by the fcs, one year post procedure, the patient presented for follow up with aortic stenosis. The patient was symptomatic, echo was performed as well as anticoagulation started for 6 weeks. After 6 weeks, the patient did not improve. At this time, the plan is to continue 6 more weeks of anticoagulation and reassess. Edwards proctor reviewed the patient's tee and imaging provided. The echo(s) cannot confirm the leaflet thrombosis as the tte quality is suboptimal. The thv leaflets and on tee calcium is causing an acoustic shadowing. However, there was not significant stenosis observed. On CT (limited quality), per proctor review, the valve appears under-deployed and tilted, (lower in rcc) with a waist at the lcc related to calcium with 'ovalization' of the thv. It also appears the anterior medial leaflet has halt and the posterior lateral leaflet looks suspicious as well. It is believed that the original annulus was bigger than what was seen. The 26mm sapien 3 valve was implanted in correct position but moved down on the rcc. The CT scan after coagulation treatment shows halt but has poor quality. Patient has echo gradient and symptoms, so it is suggested to proceed with thv in thv. Per the report, no invasive intervention is planned at this time.

Manufacturer narrative:
Update to b4, g3, g6, h2, h6 and h10. No product returned engineering evaluation was performed. As the device was not available for return, no visual, functional, and dimensional testing could be performed. Review of complaint activities/attachments revealed the following additional information relevant to the complaints event: provided imagery were reviewed by an edwards physician proctor and case summary were captured in event description above, recommended solution was a valve in valve. The patient was prescribed six additional weeks of anticoagulant. No invasive intervention was planned at this time. Imagery were evaluated by an edwards proctor, and the complaint was confirmed. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the complaint codes below. All inspections are conducted on 100% of units unless otherwise specified. During manufacturing, all sapien 3 assemblies undergo multiple 100% inspections. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The edwards commander delivery system with sapien 3 valve IFU, patient screening manual, and procedural training manual were reviewed. IFU warns that incorrect sizing of the valve may lead to paravalvular leak, migration, embolization, residual gradient (patient-prosthesis mismatch) and/or annular rupture. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. No IFU/training deficiencies were identified. The complaint was confirmed from the imagery review. A review of the DHR, complaint history, and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that proper inspections are in place to detect issues relating to the complaint. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. A complaint history review on confirmed device complaints (returned and no product returned) from april 2020 - march 2021 for the sapien 3 valve (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Of the root causes identified, potential root causes are unable to be determined for the current event due to insufficient information provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the complaint description, 'it is believed that the original annulus was bigger than what was seen. The 26mm sapien 3 valve was implanted in correct position but moved down on the rcc. Patient has big echo gradient'. Additionally, presence of calcium on native annulus was observed on tee imagery. Per the IFU, device migration is a potential adverse event associated with tavr procedure. Some factors that can contribute to valve migration are non-uniformly distributed calcification on native valve, incorrect bioprosthetic valve sizing, and incomplete frame expansion. In this case, per case notes, CT imagery shows an under-deployed valve. Under-deployed valve can result in thv migration over time. It is possible that calcium seen on native annulus prevented valve from complete expansion. Valve migration can compromise the seal leading to pvl and with the valve tilted toward rcc, the blood flow pressure could have been affected, disrupting the leaflet motion and resulting in central regurgitation. Similarly, under-deployed valve can also cause valve regurgitation. As such available information suggest patient factors (calcium on native annulus) and/or procedural factors (under-expanded valve) may have contributed to the reported event. Per IFU, structural valve deterioration (leaflet thickening) and valve thrombosis are potential adverse events associated with the use of valve. Thrombosis is the formation of blood clots on the valve, which can significantly impact the leaflet and its proper functionality. Several factors can cause development of thrombosis and leaflet thickening including inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues). For this case, due to the insufficient information a definitive root cause is unable to be determined. The regurgitation complaint was confirmed. No manufacturing non-conformances were identified during the evaluation. A definitive root cause was unable to be determined; however, available information suggests that patient factors (calcium on native annulus) and/or procedural factors (under-expanded valve) may have contributed to the complaint event. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor pra is required. Control limits are managed and assessed. The thickened leaflet complaint was confirmed. No manufacturing non-conformances were identified during the evaluation. A definitive root cause was unable to be determined. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor pra is required. Control limits are managed and assessed. H3 other text : device remains implanted.